Manufacturer narrative:
No functional testing was performed by philips. A philips remote service engineer (rse) spoke with the customer biomed and confirmed the reported issue. The biomed had already replaced the speaker and there was no change in audible alarms. The rse guided the biomed to change the audio output in the control panel and set the audio output from the display audio to the speaker audio. This resolved the issue.

Event description:
Philips received a complaint on the patient information center ix indicating that central station stopped producing audible alarms. The device was in clinical use at time of event. No adverse event was reported.